Event description:
It was reported that during reassembly, the resident overtightened the screw on the side of the handpiece and broke it; it needs to be replaced.

Manufacturer narrative:
H10 h3, h6: the navio system, intended for use in treatment, was not made available to the designated complaint unit for investigation. After reviewing the field report, it was reported that it would not calibrate after 8 attempts. During the disassemble and reassemble of the drill, long attachment, and handpiece, the resident over tightened the screw on the side of the handpiece and broke it. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes the user over tightening the thumbscrew.